Event description:
Medela universal tubing connected to breast milk pump is pulling breast milk from mom into the suction tubing. Milk should not be entering the tubing, rather collecting in the attached collection container.